Manufacturer narrative:
Date sent to the FDA: 04/12/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, there was a slight spike in catheter pressure in the warm up phase to just over 205 which stimulated a generator warning but the surgeon quickly released the pressure and completed the procedure. Four days after the procedure, the physician confirmed a three centimeter burn on the posterior vaginal wall. The patient complained of pain. The physician prescribed flamazine for one week.